Event description:
It was reported that during a knee arthroscopy procedure, "while running on holmium laser, handpiece caught on fire. There was a beam or output seen. The doctor did ask to turn up the rate to 3.5 and that is when the handle piece started on fire." Reporter indicated that the area that melted was "black piece near where the tip connects to the handpiece." Reporter provided the following additional information: no patient, user or other person was injured. They were using both a reusable fiber (switchable tip) and a reusable handpiece/fiber assembly. Both devices had been used multiple times. No pre-testing of devices before use. At the end of the procedure a "spark" and "flame" were seen; they immediately removed the devices from the area and extinguished the fiber. This information is documented as reported to trimedyne.

Manufacturer narrative:
No consequence or impact to patient.

Manufacturer narrative:
The manufacturer completed all of the information on this form.